Manufacturer narrative:
(B)(4). Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: when the unformed clip came out of the jaws, was it fired out of the jaws or did the unformed clip dropped or eject out of the jaws?no further information is available. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the clip was not deployed when the trigger was grasped during use. It was grasped again, but the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.